Event description:
Reporter stated the micro switch for the forward command shorted out and caused the chair to take off in the forward position without the joystick being moved forward. The chair stopped when the power was shut off. No injuries reported.